Event description:
A service request was received from the customer indicated "impaired functioning". There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.